Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
On 04/06/2026, it was reported that dr. (B)(6) stated that the silent nite device was being returned because the button that holds the straps broke. Additional information received reported that the 37-year-old, male patient did not suffer any injury and no medical intervention was required. The device was delivered to the patient on (B)(6) 2025 and broke on (B)(6) 2026. The patient stopped using the device the day it broke. It is unknown if the event occurred while the patient was sleeping.